Event description:
The customer called to report that she received multiple motor error alarms. Troubleshooting was performed, and the drive support cap was loose. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.